Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump status screen did not match the amount of insulin contained in the reservoir. The patient's blood glucose was normal and did not require medical treatment. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed functional tests including displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. Device was programmed 2.0 units fix prime with water filled reservoir. The water did exit the infusion set and units left on status screen matched the units left on reservoir. No delivery anomaly noted. Device was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. The insulin pump was received with cracked case at display window corner, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.